Event description:
During administration of chemotherapy, the bd interlink leuer lock cannula was found to be leaking. This also happened with three other pts receiving chemotherapy in this particular clinic. There was no pt injury with any of these occurrences. This cannula appears to have come from a package of equipment used when setting up the initial chemotherapy administration. When replaced with a bd intelink leuer lock cannula that was boxed separately, the leaking resolved.